Event description:
It was reported, patient had a gamma3 long nail implanted. Reported that the 2 locking screws broke. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report. Same patient event as MDR 9610622-2010-00401.